Manufacturer narrative:
This MDR was generated under protocol (B)(4). UDI information is unknown. No information provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: cracked on top case by the tube holders also on the right plunger case. Tamper seal broken at bottom of the case. Functional testing and occlusion tests were conducted. The motor rate error was found during occlusion test. The reported issue was confirmed. The root cause was determined to be normal wear and tear due to age of device. The following actions were taken: motor assembly, worm gear, leadscrew and clutch halves were replaced. Device occlusion test and functional tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.